Event description:
Boston scientific received information that during a follow up the check right atrial lead message appears. Further investigation of this right atrial lead showed noise, out of range pacing impedances. Insulation damage or a possible fracture was suspected. The lead was extracted and will be returned. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured. Based on the analysis results, the fracture site is consistent with fatigue or stress in the region of and the suture sleeve which led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of failures. A fractured conductor coil could cause out of range pacing impedance as well as noise.

Manufacturer narrative:
Upon return and analysis this investigation will be updated.